Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, granuloma.

Event description:
Physician reported "a new complaint and requesting an explant kit". Subsequently, physician reported; "linear, partially confluent, hyperechoic formation in the implant, as with at least an internal capsule rupture, echogenic lesions cranially adjacent to the implant, e.g. Corresponding to siliconomas". Device has been explanted. This relates to the right side.

Event description:
Physician reported "a new complaint and requesting an explant kit". Subsequently, physician reported; "linear, partially confluent, hyperechoic formation in the implant, as with at least an internal capsule rupture, echogenic lesions cranially adjacent to the implant, e.g. Corresponding to siliconomas". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: " based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as an unidentified (tear) (shell thickness within specification). Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed." Visual analysis: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided." "Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided."